Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the patient adaptor of the minicap transfer set and the titanium adapter became loose during use at the patient's home. The patent had used the transfer set for two months and there was no allegation against the titanium adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.